Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer(r) sst" blood collection tubes experienced foreign matter in tube biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the customer witnessed condensation in tube and wants to verify they are good to use. "

Manufacturer narrative:
Investigation: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed with zero defects found. Spray coating was visually verified as present on the tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced foreign matter in tube biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the customer witnessed condensation in tube and wants to verify they are good to use. "